Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The patient was not symptomatic due to the noise. No intervention has been performed. No further information was available.

Event description:
New information received on (B)(4) 2019 indicated that the right atrial lead was over-sensing noise and programming changes were made.